Event description:
It was reported that during the implant procedure, the helix was unable catch on tissue. The lead was not implanted and was replaced successfully with a passive lead. The patient's condition was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.